Manufacturer narrative:
A field service engineer (fse) went on-site and found a broken y-fitting on the no foam connector and replaced the part. Fse also found the waste overflowing from the flow cell which was caused by a non-working valve and replaced the valve.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak in the hydro area of the unicel dxc 600 pro synchron clinical system. No injury was reported.